Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the device passed the test cut; the device was out of calibration and the comb and side plates were damaged. The comb and side plates were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the graft was stuck in mesher. The event timing was outside of surgery. There is no harm or delay reported. Diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends